Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain, subluxation and cup malpositioning. Update recv'd 03/27/2014 - patient's medical records were received. Records indicate upon revision, the patient was found to have cloudy yellow gray fluid and hypertrophic synovial tissue consistent with alval reaction characteristics. Also noted, was metallosis. The head and liner are being added to the complaint. Update rec'd 11/16/2015: litigation papers allege that after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implants. As a result, the patient experienced severe pain and discomfort and inflammation in and around her implants.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/15/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, alval, instability, and subluxation. The cup was revised, but there was no mention within the operative note as to why. Lab values confirmed elevated metal ion levels. No part/lot numbers have been provided. There is no new additional information that would affect the existing investigation. The complaint was updated on:3/3/2016.

Manufacturer narrative:
Update rec'd 11/16/2015: litigation papers allege that after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implants. As a result, the patient experienced severe pain and discomfort and inflammation in and around her implants. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records as valid product/lot codes were not provided. Patient medical records and x-rays were received and reviewed. The initial reporting states the acetabular component was vertical and anteverted. Malpositioned devices can increase the contact zone between the femoral head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and increases wear rates. Instability can also be a result of implant malposition. Among other conditions, it is known that excessive patient weight tends to adversely affect knee replacement implants. It is not known to what extent, if any, this may have been a factor in the reported problem. The investigation can draw no conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.